Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), had a monitoring battery voltage of 2.62 v after 27 months of implant.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. This device is included in the subpectoral implants (5/12/2006) and shortened replacement window (4/05/2007) product advisory populations. The device was later explanted and returned to boston scientific for analysis. No adverse patient effects were reported as a result of this observation. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.